Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the staple line was incomplete where a green sureform 45 reload was fired with a sureform 45 stapler instrument. The issue resulted with a full-thickness injury to the conduit and a hole within the staple line. It is unknown what medical intervention was rendered due to the complication. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the green sureform 45 reload associated with this complaint. Failure analysis did not confirm the reported event. The stapler reload was returned, used, and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The staplers were properly deployed and no longer seated in the pusher pockets. The pusher pockets were raised properly as they should during firing. The knife was in the proper location and not damaged. There was no cartridge damage observed. No product issue was identified. Isi also received the sureform 45 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. A visual inspection displayed no signs of physical damage. The instrument was fully functional. There was no problem detected. A stapler log investigation revealed the following: a sureform 45 stapler instrument was used first, and it was installed on the system 5 times and fired 5 sureform 45 reloads (1 white, followed by 4 green). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Next, the logs show another sureform 45 stapler instrument was installed on the system 3 times and fired 3 green sureform 45 reloads. On install 1, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.